Manufacturer narrative:
Additional information: b5.

Event description:
New information received notes that over-sensed noise from the right ventricular lead persisted, resulting in pacing inhibition and high ventricular rate episodes. The patient was pacing dependent. No interventions or patient symptoms were reported.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for routine follow up with the right ventricular lead exhibiting noise resulting in brief periods of pacing inhibition. All other lead measurements were satisfactory, and chest x-ray results were unremarkable. The physician elected to continue to observe patient and monitor the lead. The patient's condition was stable.